Manufacturer narrative:
H3: two pictures of a bivona tracheostomy tube were received for evaluation. One split was observed in the tube over the connector. No samples were received to perform inspection or testing. The reported issue was able to be confirmed. This issue could have been caused by damage to the surface of the tube during reprocessing or during the supplier process.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus trach tubes had split at the flextend and in turn exposed the metal wire and allowed a (B)(6) ventilation support to escape via this split in the tube. Reported has happened various occasions. Before use the tubes had been sterilized about 2-3 times using the steam sterilizer method. Also uses the disconnection wedge provided when disconnecting the trach from the vent tubing although the patient does connect herself. This incident required intervention of tracheotomy change out.